Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the dso quiescent voltage @ 1mv and would not move when cassette was attached. Ec 41622 also in device history log. There was no patient involvement.

Manufacturer narrative:
H4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) quiescent voltage was at 1mv and would not move when cassette was attached" was confirmed during the visual inspection and the downstream occlusion test. Additionally, a cracked lens was found. The probable cause was damaged dso sensor. The lens, dso sensor and dso seal were replaced. The pump was calibrated, and the performance verification test was performed. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.